Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation confirmed the presence of discrepant results for four hiv-2 positive samples, which were reported as negative for hiv-2 and positive for hiv-1 using the cobas hiv-1/hiv-2 qualitative nucleic acid test. The serological testing results for these samples indicated hiv-2 positive and hiv-1 negative status. A reagent investigation was conducted, and no findings related to the reported discrepancy were identified. Batch trend analysis for the reagent lots (g16051 and g12761) did not reveal any anomalies. The investigation was limited as raw data. Additional sample material was not available for further analysis. Potential factors such as sample switch, hiv-1 contamination during pre-analytical steps, or low hiv-2 viral load near the assay's limit of detection could not be ruled out. A definitive root cause for the reported event could not be determined based on the available information. E1 initial reporter establishment name: (B)(6).

Event description:
The initial reporter alleged discrepant qualitative test results using the kit c68/88 hiv-1/hiv-2 qual 96t ivd on the cobas 6800 system. The customer was conducting a study with archived plasma samples stored at -80°c for 4-5 years, comparing the cobas assay results to serological testing. The hiv status of all positive samples was first confirmed using western blot, and the hiv type (1, 2, or both) was further confirmed by tri dot assay. The study included hiv-negative samples, hiv-1 positive samples, hiv-1/hiv-2 dual positive samples, and hiv-2 positive samples. The results for hiv-negative, hiv-1 positive, and hiv-1/hiv-2 dual positive samples correlated well between the cobas assay and serology. However, discrepant results were observed for four hiv-2 positive samples. For the four hiv-2 positive samples, the cobas assay generated negative results for hiv-2 and positive results for hiv-1. The serology results for these samples were positive for hiv-2 only and negative for hiv-1. The specific results for the four samples were as follows: hiv 77 (hiv-1 CT value 37.66, hiv-2 non-reactive, ic 37.48), hiv 78 (hiv-1 CT value 37.06, hiv-2 non-reactive, ic 37.03), hiv 79 (hiv-1 CT value 35.37, hiv-2 non-reactive, ic 37.09), and hiv 80 (hiv-1 CT value 37.06, hiv-2 non-reactive, ic 37.93). Hiv 77 was tested using lot g16051, while hiv 78, hiv 79, and hiv 80 were tested using lot g12761. The samples were aliquots received from another institute, where the tri dot assay was performed, and were tested on the cobas 6800 system. The results were confirmed as discrepant based on the data provided. No further testing or sequencing was performed to resolve the discrepancy.